Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found device returned in a biohazard bag. Visual inspection found no visible damage to device, but there is dry, clear residue on device and lens was stuck in cartridge. Corrected data: cataract is incorrect, no cataract was reported. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai, 21.50 diopter preloaded injector. Prior to implantation, the iol became stuck in the cartridge. No patient contact.